Event description:
It was reported that the patient experienced unnecessary shocks due to the right ventricular (rv) lead oversensing. There was a pattern of crosstalk with an atrial paced event followed immediately by a ventricular sensed event. It was also reported that the rv lead had lead impedance >2500 and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.